Event description:
Same case as: 2134265-2013-03881, 2134265-2013-03883. It was reported that during a percutaneous coronary intervention, a instent restenosis and stent fracture occurred. The 90% stenosed target lesion was an in-stent restenosis of two non-bsc stents and one taxus element stent implanted in the moderately tortuous and severely calcified right coronary artery. The physician assumed that the restenosis occurred due to a "fracture of the stents". A 12mm x 3.50mm nc quantum apex balloon catheter was advanced to the lesion and on the first inflation, the balloon ruptured at 20 atms. The device was removed and replaced with a 15mm x 3.50mm nc quantum apex balloon catheter. On the first inflation the balloon ruptured at 20atms. The procedure was completed with a 3.5mm non-bsc balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).